Event description:
Reportedly, on (B)(6) 2024, during the follow-up, during the interrogation check on the ICD, a message "warning [a1] (on (B)(6) 2024, low shock resistance was detected. When the defibrillation sometimes system does not function) )", "observation [a31] message (shock was sent: (B)(6) 2024)" was displayed. The hospital me called the sales representative and a warning message was displayed, but is it okay to send the patient home? There was an inquiry. A sales representative visited and confirmed confirmation data such as patient data, but there were no problems with operation or data.

Manufacturer narrative:
Please refer to the attached report analysis of provided data revealed : - on (B)(6) 2024, according to the current programming ventricular fibrillation was detected, and a shock was delivered. The capacitors were correctly charged, but the shock cannot be delivered (0j delivered) due the detection of an overload. -an abrasion of the ventricular lead or between the lead and the device is suspected. According to all above elements, the defibrillation system integrity cannot be guaranteed, a re-intervention should be considered as soon as possible to check the system integrity.

Manufacturer narrative:
Please refer to the attached report analysis of provided data revealed : - on (B)(6) 2024, according to the current programming ventricular fibrillation was detected, and a shock was delivered. The capacitors were correctly charged, but the shock cannot be delivered (0j delivered) due the detection of an overload. Overload (i.e. The detection of low shock impedance) refers to a protection mechanism designed to prevent permanent ICD damage when a short circuit is detected between the ICD can and the defibrillation lead within the first microseconds of the shock pulse. This behavior corresponds to the ICD specifications. A short circuit could occur during a shock delivery when the lead insulation is compromised and in contact with the can. When overload is detected, the programmed shock energy is not delivered. - an abrasion of the ventricular lead or between the lead and the device is suspected. According to all above elements, the defibrillation system integrity cannot be guaranteed, a re-intervention should be considered as soon as possible to check the system integrity. As the lead and device were not explanted and returned for expertise no further analysis could be performed. However, it should be noted that a field safety notice was issued on isoline leads in (B)(6) 2013 related to internal insulation breach and could potentially explain the reported noise.

Event description:
Reportedly, on (B)(6) 2024 , during the follow-up, during the interrogation check on the ICD, a message "warning [a1] (on (B)(6) 2024, low shock resistance was detected. When the defibrillation sometimes system does not function) )", "observation [a31] message (shock was sent: on (B)(6) 2024 )" was displayed. The hospital me called the sales representative and a warning message was displayed, but is it okay to send the patient home? There was an inquiry. A sales representative visited and confirmed confirmation data such as patient data, but there were no problems with operation or data.